Manufacturer narrative:
Concomitant medical products: patient medications - diovan, clonidine, feso4, bisoprolol/hctz, nahco3, colcrys, calcium acetate, prorenal vital, allopurinol, simvastatin, and pletal. (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. No leak or extravasation was reportedly noted on final angiography, and the patient tolerated the procedure. On (B)(6) 2014, the patient presented with a laceration of the left iliac artery from calcification status post aaa repair. It was reportedly determined the laceration occurred during the implant procedure. Although care was taken during ballooning (unknown manufacturer) of the pxl161207, it was reported that the final balloon inflation during the implant procedure pushed a sharp piece of calcification through the wall of the iliac artery, just distal to the device. On (B)(6) 2014, a procedure was performed whereby an additional aortic endograft was implanted for treatment of the iliac laceration. The laceration was resolved with the additional device, and the patient tolerated the procedure.